Manufacturer narrative:
The investigation results will be provided in the final report. PMA/510(k): this product is registered as a combination product.

Event description:
During a follow-up, there was high pacing lead impedance (pli) noted on the left ventricular (lv) lead. The lead was explanted and replaced, and during the procedure, there was damage noted on the lead insulation. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of high pacing lead impedance (pli) was confirmed, while the reported event of externalized conductors was not confirmed. Visual and x-ray examination found all the ring electrode cables were broken and detached from the ring electrodes, which is consistent with procedural damage. The cause of the reported event of high impedance was isolated to the broken ring electrode cables. All the damages found are consistent with procedural damage.